Event description:
It was reported that this pacemaker reverted into safety mode. Additionally, a lead safety switch (lss) alert was triggered due to high out-of-range pacing impedance measurements and myopotential noise on the non-boston scientific right ventricular (rv) lead. Technical services (ts) reviewed the device data and noted that, following reprogramming to unipolar configuration, impedance measurements remained stable. Ts recommended device replacement. No adverse patient effects were reported. This pacemaker remains in service. At a later date, this pacemaker was received for analysis. Additional information from the field indicates the device was successfully explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker reverted into safety mode. Additionally, a lead safety switch (lss) alert was triggered due to high out-of-range pacing impedance measurements and myopotential noise on the non-boston scientific right ventricular (rv) lead. Technical services (ts) reviewed the device data and noted that, following reprogramming to unipolar configuration, impedance measurements remained stable. Ts recommended device replacement. No adverse patient effects were reported. This pacemaker remains in service. At a later date, this pacemaker was received for analysis. Additional information from the field indicates the device was successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 2 (device evaluation): upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker reverted into safety mode. Additionally, a lead safety switch (lss) alert was triggered due to high out-of-range pacing impedance measurements and myopotential noise on the non-boston scientific right ventricular (rv) lead. Technical services (ts) reviewed the device data and noted that, following reprogramming to unipolar configuration, impedance measurements remained stable. Ts recommended device replacement. No adverse patient effects were reported. This pacemaker remains in service.